Event description:
The user received a questionable intact human chorionic gonadotropin + ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.100 miu/ml with a data flag and was reported outside the laboratory. The doctor called the laboratory and requested a validity check on the sample. On (B)(6) 2010, the sample was repeated on a module named "e9-1" and the results were 79826 (1:100 dilution), 10000, 84208 (1:100 dilution) and 10000 miu/ml. All the repeat results were accompanied by data flags. The sample was also repeated on a module named "e9-2" and the results were 10000, 88957 (1:100 dilution), 10000 and 78910 (1:100 dilution) miu/ml. All the repeat results were accompanied by data flags. The patient was not adversely affected. The hcg+ss reagent lot number was 15851502. The field service representative found the sample contained fibrin particles. He ran instruments checks, calibration, quality control and samples to verify the analyzer operation. He observed all checks and samples for particles.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. It was noted the customer may have introduced air bubbles into the sample while pouring the sample into three aliquots. Pouring of samples is not recommended. This is most likely the cause of the event. The patient was not adversely affected.